Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 26-dec-2025, a sales representative reported via (B)(4) that an abs-10060 angel centrifuge did not recognize that the lid was closed and would not allow the ¿green button¿ to be selected to start the process. This occurred during an arthroscopic hip scope and bma injection. After the patient¿s blood was loaded and the centrifuge was prepared for use, the lid was closed as usual; however, the system failed to detect the closed lid and prevented initiation. A different centrifuge was brought in to complete the procedure after a significant delay.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 10 minute ir led value failed with a value of 26266. When unit powered on, basic functions were checked and displayed error code. Additional functions will be verified at test. Error code-lid open (magnet on lid is missing). The ax020392-lf assembly does not contain a d3 component at risk for drifting, therefore drift test is not required and was not performed. See vendor evaluation.

Event description:
Additional information was provided on 29-dec-2025 where the sales representative stated that reported via (B)(4) that an abs-10061t was used with the centrifuge. The case was delayed 30-minutes and no additional anesthesia was administered.